Event description:
It was reported by an attorney that patient underwent repair of incarcerated ventral hernia with mesh and soft tissue flap mobilization on (B)(6) 2013 and mesh was implanted. It was reported that on (B)(6) 2017 patient underwent repair of recurrent incarcerated incisional hernia and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that on (B)(6) 2017 patient underwent repair of recurrent incarcerated incisional hernia and mesh was implanted. It was reported that the patient experienced an unknown adverse event. No other information was provided.

Manufacturer narrative:
Date sent to the FDA:5/19/2025 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. (B)(4) submitted for adverse event which occurred on 6/06/2017. (B)(4) submitted for adverse event which occurred on 6/13/2017. (B)(4) submitted for adverse event which occurred on 07/13/2017. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.